Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for and advisory on the lead. The physician elected to cap and replace the lead. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151654.